Event description:
Article title: enhanced efficiency of a novel porous tip irrigated rf ablation catheter for pulmonary vein isolation. Per a report in the journal of j cardiovasc electrophysiol 2013;24:1328-1335., a prospective randomized study was conducted on 160 patients, by park of the medizinische klinik fur kardiologie und angiologie ii, bad krozingen, germany et al., to compare the efficiency and the safety of 2 different open irrigated tip rf ablation catheters. Mean follow-up time: 20.5 ±7.5 months. From the report there were 4 serious adverse events: 1 patient in the sf group had a tia 2 days after ablation, 1 patient in the thermocool group developed cardiac tamponade requiring urgent thoracotomy. Two patients in the sf group developed femoral puncture-related complications (arterio-venous fistula or pseudoaneurysm) requiring surgery. Per the article, other non-serious ae¿s were also reported: 2 patients in the sf group (arterio-venous fistula or pseudoaneurysm) and 3 in the thermocool group (arterio-venous fistula) developed femoral puncture-related complications and were all treated conservatively. These events are not known to have required extended hospitalization stay. If additional information is received, we will update information in a supplemental report. There are no death events and no device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device are the thermocool sf and the navistar thermocool. This report covers the serious injury reported with navistar thermocool: cardiac tamponade requiring urgent thoracotomy.

Manufacturer narrative:
(B)(4).